Manufacturer narrative:
During processing of this complaint, attempts were made to obtain the weight.

Event description:
Reference manufacturer report number: 1627487-2019-07430, reference manufacturer report number: 1627487-2019-07431. It was reported that the patient suffered a fall and their leads migrated. The patient felt shocking sensations and discomfort as a result. In turn, the patient underwent surgical intervention wherein their scs system was explanted and replaced with a competitor's system.